Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue with the use of the abbott diabetes care (adc) device was reported. Customer received a low glucose sensor scan and noted the values remained ¿below 70 mg/l¿ and proceeded to self-treat with glucose and a sugary food. After the customer treated themselves, it was then that they started to experience trembling, nausea, and thirst which triggered them to go to the hospital and have contact with a healthcare professional (hcp). The healthcare professional compared readings within 10 minutes to an hcp meter and determined a hyperglycemia with a sensor scan result of 62 mg/dl compared to a blood glucose reading of 423 mg/dl obtained on an hcp meter. The results, when plotted on a parkes error grid, fall into the "d" zone, showing the difference in values to be clinically significant. The hcp then treated the customer by administering a saline solution infusion. No further treatment was provided. There was no report of death or permanent impairment associated with this event.